Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a speaker malfunction error message and there was no audio. There was no patient involvement at the time the issue occurred.